Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report deployment difficulty and difficulty removing the gripper line. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) grade 3-4 with an indentation in the posterior mitral leaflet (pml), calcified medial papillary muscle, and a restricted pml in the medial position. A mitraclip nt was advanced in the patient and and the leaflets were grasped with a good reduction in mr. Leaflet assessment was good in all echo planes, and the clip was deployed. However, after deployment despite correction of position and trajectory of the clip delivery system (cds) the clip would not separate from the cds. Troubleshooting was performed on the gripper. The lever was disassembled according to the instruction for use (IFU) to expose the gripper lines. One gripper line was stuck and could not be pulled out. Therefore, the cds was removed from the steerable guide catheter (sgc) and the stuck gripper line was left in place. After the cds was removed, the gripper line could be pulled and separated from the clip without issues. The troubleshooting had no effect on the clip position or mr reduction. Everything was stable throughout the troubleshooting. The gripper line was inspected and it seemed to be kinked. The procedure continued and a second mitraclip nt was implanted without issues. The mr was reduced to trace. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported gripper line kink/deformation was confirmed via returned device analysis. The reported physical resistance/sticking (cga gripper line) and difficult or delayed activation (clip deployment) could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported difficult or delayed activation (clip deployment) appears to be due to the physical resistance/sticking (gripper line being stuck). A cause of the reported physical resistance/sticking (gripper line) could not be determined. A cause of the reported gripper line deformation also could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.